Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 800 mcg for a total dose of 350.08547 mcg/day and bupivacaine 20 mg for a total dose of 8.75214 mg/day via an implantable pump for lumbar radiculopathy and non-malignant pain. It was reported on (B)(6) 2019 the patient presented for a pump refill with complaints of increased low back pain radiating down their left leg. It was noted there was no relief from their intrathecal (it) pump therapy. During pump refill it a 4ml volume discrepancy was noted. On (B)(6) 2019 the hcp did a catheter access dye study that resulted in a normal working catheter. The patient continued to complain of increased pain that was getting worse and their it pump was not giving them relief. On (B)(6) 2019 a magnetic resonance imaging (MRI) of the lumbar spine without contrast was ordered. The MRI showed severe multilevel degenerative disc and degenerative facet changes with mild central canal stenosis and foraminal narrowing. The patient continued to complain of increased pain. Due to continued complaints of increased pain without relief from the pump and volume discrepancies another catheter access port (cap) dye study was order. A cap contrast study was performed and revealed unable to aspirate the catheter. The catheter was explanted/replaced on (B)(6) 2019. The device disposition was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter occlusion and the clinical diagnosis was increased low back and left leg pain. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.